Manufacturer narrative:
Distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a male. The target lesion was the right coronary artery (rca). The lesion was de novo. The vessel was highly calcified and moderately tortuous. There was a 95% stenosis. After removing the 3.0x23mm cypher stent from the package and flushing it with heparin, the physician checked the stent delivery system (sds) and observed that the stent was misaligned proximally on the balloon. Therefore, a different cypher (a different lot number) was used instead and the procedure was finished successfully. There was no reported patient injury. The product was not clinically used and was discarded due to the patient's infectious disease.